Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. The implantable cardiac monitor was unable to be interrogated and exhibited an error message. After device software download, normal function resumed. No patient symptoms were reported.